Event description:
Customer called to report a discrepancy between the sensor glucose reading and her blood glucose reading. Blood glucose reading was 450 mg/dl and the sensor glucose reading was 52 mg/dl. The customer had treated for the high blood glucose with the insulin pump. Customer stated that her computer wasn't working and could not upload information onto carelink. Troubleshooting was performed. Noted that the sensor glucose graph was not trending in the same direction as the blood glucose reading. Advised customer to upload information onto carelink when possible and call back for further review. Advised to change the sensor if issues persist. Customer removed the sensor and noted a curve in the cannula. No kink or bend was noted. The sensor will be replaced. Nothing further reported.

Manufacturer narrative:
Inspected 2 opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed per spec with accurate readings.